Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in locked condition with unused deployment mechanism but with partially deployed/ self activated stent. During evaluation testing, a system compatible 0.035" guidewire can be successfully inserted and fully advanced without difficulty. The investigation leads to confirmed result for self activation. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for self activation of the stent outside patient. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use (IFU) state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' The IFU further state: 'visually inspect the distal end of the stent system to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed. Prior to use flush the guidewire lumen of the stent system with normal, sterile saline until saline exits the tip of the system.' Under required materials the IFU state a 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the lifestent vascular stent. During the procedure, the stent allegedly detached itself from the system and was partially released outside the patient. When the stent system was threaded onto the guide wire, the stent was partially released outside the patient without the release lock being triggered beforehand. As a result, the stent could not be implanted. Another device was used to complete the procedure.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the lifestent vascular stent. During the procedure, the stent allegedly detached itself from the system and was partially released outside the patient. When the stent system was threaded onto the guide wire, the stent was partially released outside the patient without the release lock being triggered beforehand. As a result, the stent could not be implanted. Another device was used to complete the procedure.